Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor reported that a (B)(6) patient's garment was digging into the patient's skin. The skin injury was treated with a skin patch called "scham-plaster". The patient continued to wear the lifevest.